Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) who reported the patient had a wound in the burr hole area that wouldn¿t heal/close. The patient was given antibiotics, but this didn¿t resolve the issue of the wound not closing, so the entire dbs system was removed and was not going to be replaced.

Event description:
The manufacturer¿s representative (rep) reported the patient developed a scab that was a little tender. The patient went to an appointment on november 16th where the physician gave them instructions to apply neosporin with heavy antibiotics daily. The patient went back three weeks later on december 7th where the physician was happy with the process and the patient seemed to be healing much better. Additional information received from the manufacturer¿s representative (rep) reported the patient used both antibiotics and neosporin cream.

Manufacturer narrative:
Other relevant device(s) are: product ID: b3301542, lot#: serial#: (B)(4), implanted:, explanted:, product type: lead, product ID: b3301542, lot#: serial#: (B)(4), implanted:, explanted:, product type: lead. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(4), ubd: 21-apr-2024, UDI#: (B)(4) ; product ID: b3301542, serial/lot#: (B)(4), ubd: 21-apr-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.